Event description:
Patient enrolled into the trial. Stent jumped distally during deployment causing the stent to be deployed proximal to the target lesion. Second stent deployed successfully. No injury to patient reported.